Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The display central processing unit, compact flash card, and connector panel assembly were replaced.

Event description:
The hospital reported that, during a case, the unit shut down. The anesthesia machine was swapped out. There was no reported patient injury.